Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate leaked from the winged luer cap during filling with antibiotic. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was manufactured between (B)(4) 2016 ¿ (B)(4) 2016. One actual intermate was received for evaluation. The unit contained approximately 200 ml of fluid in the bladder. A visual inspection via the naked eye showed no evidence of a leak at the blue winged luer cap or at the fillport when the fillport cap was removed. The blue winged luer cap was noted to be securely tightened. However, evidence of leak/backflow was noted at the fillport when the fillport cap was removed. The cause of the leak/backflow at the fillport was due to a white particle approximately 0.25 square mm in size lodged under the check-valve/check-band. The white particle was identified to be acrylic material via ftir spectroscopy test. Acrylic is the material of the device component called the stressmember which is located inside the bladder/balloon. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.